Manufacturer narrative:
Upon inflating a 6mm x 20cm 150cm saber percutaneous transluminal angioplasty (pta) balloon to its nominal pressure using a boston scientific inflation device, saline started to drip out of the wire exchange port on the back of the device. At the same time, the balloon was slowly starting to lose pressure as seen on the inflation device. The procedure was successfully completed with another saber balloon. There was no difficulty removing the product from the hoop, no difficulty removing the protective balloon cover and no difficulty removing the stylet or any of the sterile packaging components. There were no kinks or other damages noted prior to inserting the product the product into the patient. The device prepped normally. The contrast to saline ratio was 50/50. There was no resistance/friction while inserting the balloon through the rotating hemostatic valve and no resistance/friction while inserting the balloon through the guide catheter. The lesion was not calcified and there was no vessel tortuosity. It was not a chronic total occlusion. There was no difficulty advancing the balloon catheter through the vessel, no difficulty crossing the lesion and the catheter was never in an acute bend. The balloon did inflate. The device was not returned for analysis. A device history record (DHR) review of lot 17597306 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿pta/ptca system leakage¿ could not be confirmed as the device was not returned for analysis. The exact cause could not be determined. Handling factors may have contributed to the reported event; however this can neither be confirmed nor ruled out. According to the instructions for use ¿proper functioning of the catheter depends on its integrity. Care should be used when handling the catheter. Damage may result from kinking, stretching, or forceful wiping of the catheter. Forceful handling can result in catheter separation and the subsequent need to use a snare or other medical interventional techniques to retrieve the pieces. Always verify integrity of the catheter after removal.¿ neither the DHR nor the information available suggests a design or manufacturing related cause for the reported event; therefore, no corrective/preventive action will be taken at this time.

Event description:
Upon inflating a 6mm20cm 150 length saber percutaneous transluminal angioplasty (pta) balloon to its nominal pressure using a boston scientific inflation device, saline started to drip out of the wire exchange port on the back of the device. At the same time, the balloon was slowly starting to lose pressure as seen on the inflation device. The procedure was successfully completed with another saber balloon. There was no reported patient injury and the device will not be returned for analysis. There was no difficulty removing the product from the hoop, no difficulty removing the protective balloon cover and no difficulty removing the stylet or any of the sterile packaging components. There were no kinks or other damages noted prior to inserting the product the product into the patient. The device prepped normally. The contrast to saline ratio was 50/50. There was no resistance/friction while inserting the balloon through the rotating hemostatic valve and no resistance/friction while inserting the balloon through the guide catheter. The lesion was not calcified and there was no vessel tortuosity. It was not a chronic total occlusion. There was no difficulty advancing the balloon catheter through the vessel, no difficulty crossing the lesion and the catheter was never in an acute bend. The balloon did inflate,